Event description:
It occurred during the nurse's preparation to insert zso. Kink occurred in the pigtail when the nurse inserted zso into the g/w. So, the physician used another zso-7-15. Did any section of the device remain inside the patient body? No did the patient require any additional procedures due to this occurrence? No did the product cause or contribute to the need for additional procedure(s)? No were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation the device evaluation of the zso-7-15 device could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). The labelling was not followed. The device labelling specifies that a 0.035-inch wire guide must be used with the device. Image review an image was not returned for evaluation. Root cause review a definitive root cause of user error was established. The user has not complied with the requirements of the IFU and/or label. From the information available, the user used a 0.025-inch wire guide instead of the required 0.035-inch wire guide. The smaller size of the wire guide may have contributed to the development of kinks. Additional information confirmed that there was user error of the wireguide and device not being inspected for damage prior to use. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Corrective action/correction: CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Summary complaint is confirmed based on the customer and/or rep testimony. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events. A definitive root cause of user error was determined. The device was used with 0.025-inch wire guide. A CAPA 387756 has been initiated from complaints related to use error in practice a 0.025¿ wire guide is being used.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 09-jun-2025.